Manufacturer narrative:
Based on the reported information, this issue will not be investigated in accordance with wiq-0018322 section 5.1.2 the information will be used for tracking and trending purposes.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.